Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the stimulation intensity could not be increased. When an attempt was made to increase the intensity above 0.5, the message "therapy cannot be increased" was displayed. It was unknown if there were any environment, external, or patient factors that may have caused the event. It was stated that previously the setting could be increased above 0.5. It was confirmed that the value could be increased in group b, and not in groups a and c. Consultation with the physician was recommended. The issue was not resolved. No symptoms were reported, and there was no health damage. Additional information was received from the manufacturer representative (rep) reporting that the cause was resistance value issue. No actions or interventions were taken. It was unknown if the patient consulted with their physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.